Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not able to be interrogated and there was no magnet response. The status of the device is unknown at this time. No patient complications have been reported as a result of this event.